Event description:
It was reported in the clinical trial patient (B)(4) that the patient experienced a urinary tract infection (uti). The relationship to the study device is considered probable.

Manufacturer narrative:
An investigation could not be conducted because the device was not returned, and the lot number linked to the reported event was not identified. A review of the general manufacturing records shows that all products released within the relevant timeframe were manufactured according to approved procedures and met the established specifications throughout the manufacturing and quality release processes. Based on the available information, no further action is required at this time. The investigation will be updated if additional details become available. The manufacturing number is (B)(4).